Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced difficulty when piercing through the stopper. This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: customer stated approximately jan 2022 they noticed the lavender tops went from being more rubber to a plastic feel. Then in the last 2-4 weeks noticed significant increase in pressure needed to puncture the tops. If exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up it was reported by the customer that the tops are difficult to puncture. Customer reported that they had difficulty in puncturing the lavender tube with the needle since jan 2022. Customer had to increase significant pressure to puncture them in recent weeks. Lot#2166045 steps taken with customer/troubleshooting: case created and customer informed via email. Not trained on product. Sending to bdds customer reported that they had difficulty in puncturing the lavender tube with the needle since jan 2022. Customer had to increase significant pressure to puncture them in recent week.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Corrections have been made updating the following: b.1.adverse type: reported issue is both an adverse event and product problem. B.2. Event attributed to: required intervention. B.5. Event description: it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced difficulty when piercing through the stopper and serious injury during use. Requiring medical intervention. This event occurred 40 times. The serious injury event occurred once. The following information was provided by the initial reporter. The customer stated: customer stated approximately (B)(6) 2022 they noticed the lavender tops went from being more rubber to a plastic feel. Then in the last 2-4 weeks noticed significant increase in pressure needed to puncture the tops. If exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up it was reported by the customer that the tops are difficult to puncture. Customer reported that they had difficulty in puncturing the lavender tube with the needle since (B)(6) 2022. Customer had to increase significant pressure to puncture them in recent weeks. Lot#2166045 customer reported that they had difficulty in puncturing the lavender tube with the needle since jan 2022. Customer had to increase significant pressure to puncture them in recent weeks. The injury was shoulder/arm strain for the added force needed to puncture the lavender with the vacutainer. The previous rubber top lavender tubes did not have as deep of a seat and was easy to puncture. Since the change back in (B)(6). B.6. Relevant tests/laboratory data: no relevant testing noted. H.1. Type of reportable events: serious injury imdrf annex e code: e1620, imdrf annex f code: f12, imdrf annex a code: a150206.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced difficulty when piercing through the stopper and serious injury during use. Requiring medical intervention. This event occurred 40 times. The serious injury event occurred once. The following information was provided by the initial reporter. The customer stated: customer stated approximately (B)(6) 2022 they noticed the lavender tops went from being more rubber to a plastic feel. Then in the last 2-4 weeks noticed significant increase in pressure needed to puncture the tops. If exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up it was reported by the customer that the tops are difficult to puncture. Customer reported that they had difficulty in puncturing the lavender tube with the needle since (B)(6) 2022. Customer had to increase significant pressure to puncture them in recent weeks. Lot#2166045 customer reported that they had difficulty in puncturing the lavender tube with the needle since (B)(6) 2022. Customer had to increase significant pressure to puncture them in recent weeks. The injury was shoulder/arm strain for the added force needed to puncture the lavender with the vacutainer. The previous rubber top lavender tubes did not have as deep of a seat and was easy to puncture. Since the change back in (B)(6).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced difficulty when piercing through the stopper. This event occurred 40 times. The serious injury event occurred once. The following information was provided by the initial reporter. The customer stated: customer stated approximately (B)(6) 2022 they noticed the lavender tops went from being more rubber to a plastic feel. Then in the last 2-4 weeks noticed significant increase in pressure needed to puncture the tops. If exposure occurred was there any post exposure testing or medical intervention? Pending customer follow up it was reported by the customer that the tops are difficult to puncture. Customer reported that they had difficulty in puncturing the lavender tube with the needle since (B)(6) 2022. Customer had to increase significant pressure to puncture them in recent weeks. Lot#2166045. Steps taken with customer/troubleshooting: case created and customer informed via email. Not trained on product. Sending to bdds customer reported that they had difficulty in puncturing the lavender tube with the needle since (B)(6) 2022. Customer had to increase significant pressure to puncture them in recent week.s

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. Investigation summary: bd received 31 samples and 2 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and did not reveal any stopper issues. The photos show a tube with no specimen in it; it cannot be seen in the photos the customer¿s failure mode with this product. The 31 samples were inspected with no issues being identified. Functional testing was performed on 10 sample tubes and all tubes were within specification limits, and no discomfort in arm or shoulder was felt at the time of draw. Additionally, 100 retention samples were visually inspected and functionally tested with no issues being identified as all tubes were within specification limits. The stopper batches used to make the product was reviewed with no changes or issues with the materials or processes. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the samples and photos provided and could not be duplicated in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue.